Event description:
This lead was explanted and replaced due to high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The visual inspection revealed that the conductor cable to the rv shock coil was coiled inside its lumen in the area of the connector. Furthermore this conductor cable was pulled out of its welding point in yoke. Based on the characteristics of these findings, it is reasonable to assume that the damage occurred during the extraction procedure due to tensile stress. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.